Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No additional information was provided.

Manufacturer narrative:
Citation: mangieri et al. Balloon versus self-expandable valve for the treatment of bicuspid aortic valve stenosis: insights from the beat international collaborative registry. Circ cardiovasc interv. 2020 jul;13(7):e008714. Doi: 10.1161/circinterventions.119.008714. Epub 2020 jul 10. Earliest date of publish used for event date. Medtronic products referenced: evolut r and evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and performance of balloon-expandable and self-expandable transcatheter heart valves in the treatment of bicuspid aortic stenosis. All data were collected from the beat international registry between june 2013 and october 2018. The study population included 353 patients (predominantly male, mean age 77.8 years), 111 of whom were implanted with the self-expandable medtronic evolut r (n=70) and evolut pro (n=41) bioprosthetic valves (no serial numbers provided). Among all medtronic evolut r and evolut pro patients, three cardiovascular deaths occurred within 30 days of implant. The causes of the deaths were not characterized. Based on the available information medtronic product was not directly associated with the death(s). Among all medtronic evolut r and evolut pro patients procedural outcomes included: second valve implant, cardiac tamponade, moderate to severe aortic regurgitation, mean gradient over 20 mmhg, permanent pacemaker implant, major vascular complication and life-threatening bleeding. Thirty-day outcomes included: stroke and hospitalization for cardiac-related issues. One-year outcomes included: mean gradient over 20 mmhg and severe aortic regurgitation. Based on the available information medtronic product was directly associated with the adverse event(s). Other adverse events indirectly referenced included valve embolization, aortic dissection, coronary occlusion, and conversion to open surgery. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.